Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID ns9008) was implanted via l-p shunt on unknown date with unknown setting . The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On an unknown date the set pressure could not be changed. Therefore, the valve was removed and replaced on (B)(6) 2022. According to reported information, it is unknown if the patient experienced any signs and symptoms.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot 3962993, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects noted. The position of the cam when valve was received was 160mmh2o. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the spring, on the ruby ball and on the seat of the ruby ball. The root cause for the pressure issue found during the investigation is due to biological debris found on the spring on the ruby ball, and on the seat of the ruby ball, the debris is stopping the ruby ball from being seated correctly. The possible root cause for the ¿impossible to change the set pressure¿ issues reported by the customer was probably due to biological debris and protein build interfering with the valve mechanism, but during the investigation no programing issue was noted with the valve.

Event description:
N/a.